Event description:
The customer alleges back to back results of 358 vs. 150 mg/dl on her meter and 68 mg/dl on her meter and 183 mg/dl from the lab. No report of an adverse event. L1 control was in range. Return requested and replacement was sent.